Manufacturer narrative:
Medical device expiration date: unknown.  Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at the beginning of administering doxorubicin using a bd saf-t-intima¿ IV catheter safety system, a small amount of leakage was found in the tubing. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: a sample could not be obtained for our investigation, preventing observation of the reported issue. Additionally, the device history report could not be consulted without the provision of a lot number. However for this product, as a part of the manufacturing process the quality assurance technician performs regular functional testing, review of this documentation revealed no non conformances. Unfortunately without the ability to observe the affected unit our investigators were unable to determine a root cause. No corrective action required at the failure. Manufacturing process was reviewed and there are proper controls in place to detect product malfunctions. No CAPA was opened since this issue could not be confirmed as manufacturing related.